Event description:
It was reported that the three cables on the holster are very split. No further information is available. No reported patient consequence.

Manufacturer narrative:
Date sent: 05/14/2008. Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require: mechanical upgrade, replacement of defective encoder subassembly, translational, rotational and connecting cables, and calibration. Per the service center the customer denied the cost estimate and asked that the unit be scrapped. No repairs were performed. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.